Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-13362. It was reported that balloon rupture occurred. The target lesion was an in-stent restenosis located in the severely tortuous and severely calcified iliac artery. A 7.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and dilatation was performed with another 7.0 x 40 135cm mustang¿ balloon catheter but during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications nor injuries were reported.